Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the blue power led was blinking was confirmed. An assessment was performed on the device which determined the device was not functional. The assignable root cause was determined to be due to the components being worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the blue power led on the universal battery charger device was blinking. During in-house engineering evaluation, it was found that the device was not functional. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.